Manufacturer narrative:
(B)(4). Batch #: u9437p. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No ae reported investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with knife blade bent. It is believed that the knife became bent after the knife traveled outside the knife slot of the jaws and the jaws were closed on the knife, creating the bend. The device was connected to the gen11 and it was recognized. However, due to the condition of the knife on the device, not all functional test could be performed as the device received a ¿reposition reactivate error¿. No issues were noted with opening and closing of the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the enseal x1 tissue sealer instrument is a sterile, single patient use surgical instrument to coagulate and transect vessels up to and including 7 mm in diameter, tissue and/or vascular bundles. This device is for soft tissue only. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the first case the device got stuck with the handle closed after approx. 10 minutes from the beginning of the procedure.